Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The device was not returned for evaluation. The engineering evaluation was completed using photos provided from the field and showed the following: the delivery catheter was broken at the trailing olive. The leading olive was still attached to the polyimide guidewire that had separated from the delivery catheter. The stent graft was deployed. The deployment line had pulled out of the stitches of the constraining sleeve due to the catheter separation. The deployment line had been cut or broken approximately 10 cm after exiting the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath while tracking it through the ibc into the internal iliac artery. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Do not rotate the delivery device catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of the resistance. Vessel or catheter damage or premature deployment have occurred and may result in potential patient harms. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning, or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and undeployed device catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. The cause for the catheter breakage could not be determined with the available information.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® iliac branch endoprosthesis instructs: do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. A review of the manufacturing records for the device(s) is being conducted.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment for a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprostheses (ibe). Post implant of the iliac branch component(ibc), the internal iliac component (iic) was advanced within the patient, but the physician encountered difficulty with further advancement to the intended location of deployment. The physician attempted to withdraw the catheter of iic, but he could not pull the catheter and was stuck at the tip of the 12 fr sheath and could not be removed. The physician then forcefully pulled back the catheter feeling and believing it had broke. The delivery catheter and 12fr sheath were removed together from the patient. Upon removal from the patient it was confirmed that the catheter had broken. The procedure was completed using another device without further issue. The patient tolerated the procedure.